Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the harmonic ace curved shears insert instrument accessory tip was noted to have fallen into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Isi contact initial reporter to attempt to gather additional information regarding this case, however as of the date of this report no response has been received.

Manufacturer narrative:
Received a response from the surgical service nurse manager, she indicated that the patient did not suffer any injuries in relation with this complaint, the broken piece was removed laparoscopy, a uterine manipulator was being used in conjunction with the harmonic ace instrument, but it is unknown if an instrument collision occurred. The patient was released from the hospital.